Event description:
A ventilator was returned to the manufacturer because, due to an allegation of the screen lighting up with no writing, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The screen needed to be replaced. The device was scrapped.